Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore while being inserted. The lens was removed with no patient injury.

Manufacturer narrative:
Patient code: (B)(4). Device code: (B)(4) lens (iol), torn, split, cracked. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found the lens optic torn into two pieces. There was evidence of reddish residue on the lens surface. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).